Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was stuck on a black login screen. A field service engineer installed remote support service version 4.1.2 and the component manager without success. Checked the registry system key for auto logon and compared it with another nearby station. The field service engineer found one value that was incorrect, corrected it, updated the system, restarted, and logged into windows to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was stuck on a black login screen. The customer stated that the station was replaced with another working anesthesia station, and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.